Event description:
During a ventricular tachycardia procedure, a communication issue occurred resulting in cancellation of the procedure. The catheter was intermittently seen on the ensite x in voxel mode around the low septal apex area of the right ventricle and left ventricle. There was also an ICD lead in the septal area. Prs and distortion levels were within range and the catheter kept disappearing, even during ablation. After some ablations, the catheter was still visible on the ensite x system, but the generator indicated a "catheter not connected" message. Signals were still able to be seen, but ablation parameters were not functional. The procedure was then cancelled with no adverse patient consequences.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One uni-directional, curve f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. No anomalies were noted on the eeprom payloads. Electrode 1, deformable body thermocouple, and the magnetic sensors met specifications during electrical testing with no open or short circuits detected. The tip thermocouple displayed an open circuit, consistent with the reported event. The open circuit was isolated to the green catheter shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported error message and subsequent cancellation may have been due to the open circuit.